Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical study of applying s-rom femoral prosthesis in hip joint revision" written by shang piao, yonggang zhou, yinqiao du, haiyang ma, jingyang sun, zhisen gao, yawen peng, and wenming wu published by china orthopaedic trauma, april 2017, volume 30, no 4 was reviewed for MDR reportability. The purpose of the study is to discuss the mid-term clinical efficacy of applying s-rom femoral prosthesis in hip joint revision for femoral reconstruction. The data was complied from 21 patients (21 hips) receiving hip joint revision between january 2008 and january 2016 with follow up range of 12-97 months. A number of patients received the following depuy products: pinnacle cup (8 patients), duraloc cup (2 patients) and reinforcement ring (4 patients); all patients received s-rom stem; bearing surfaces were cop (6 patients) and coc (15 patients). Others received non-depuy products indicating patients received a mixture of products within their revision surgeries. The article reveals 2 patients with identifiers with adverse events which are captured in linked complaints. Article does not provide adequate information to determine accurate quantity numbers of affected products. This complaint captures the adverse events for (B)(6) year old female who experienced a non-displacement fracture line at lesser trochanter while implanting femoral proximal sleeve and one layer wire wrapped binding is implement at lesser trochanter intra-operatively. Outcomes were excellent post revision surgery. Acetabular component not identified to determine if depuy or non depuy was utilized in this case.